Event description:
It was reported that the user experienced low blood glucose 59 mg/dl earlier in the day, self-treated with oral glucose tablets and orange juice, and later reported a glucose value of 101 mg/dl; the user sought guidance on announcing meals, received general education regarding announcing for meals over 15 grams of carbohydrates, and was advised to pursue scheduled training for specific meal types. Symptoms included hypoglycemia. Outcomes included the need for self-treatment without alarms or medical intervention. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device malfunction reported and user education provided regarding meal announcements. It was concluded that the hypoglycemia was of unclear cause and that the device function was not implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.